Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes contacted product support after experiencing unexplained hyperglycemia and the patient agreed to change the infusion site. The glucose values later trended downward. There was no patient injury.